Event description:
Diagnosis: meta hcc (hepatocellular carcinoma). Procedure: radiofrequency ablation. Reportedly, three sites of 2nd degree burns were found under the grounding pads. The grounding pads were put on the skin in the hip (femoral) area. The hair was not shaving though it was fairly thick. The circumference of the pads were covered by tape. The pads were changed to new pads during the procedure because of "heating of pads". The rfa was performed 4 times of 12 minutes of current. An extension cable was used, but it did not have any problems. The pt left the hosp after 8 days of treatment by ointment. The case was first performed with a used needle and used pads.